Event description:
Below were pt's breast implant symptoms prior to explantation: every time pt visits a dr, urinalysis comes up with blood & bacteria indicating urine infection. Repeated bladder, lung & sinus infections highly resistant to antibiotics causing drs to have to put pt on several rounds of them over several weeks or months. Pt has been prescribed prophylactic antibiotics to take as needed, daily if required for recurrent infections. Bone density scan in 2003 revealed that bones are deteriorating & that pt needs twice daily calcium supplements. Ovarian cyst found 2003. Severe yeast overgrowth & infections. Significant chemical sensitivities that pt never had & new allergies to latex & silicone granular cell tumor in head 2003. Vocal nodules 1-2 years ago. Hypothyroidism diagnosed in february 2003. Asthma, which pt only had during allergy season, became very serious shortly after pt got the implants in 1999 requiring them to hospitalize pt & put pt on inhaled steroids, oral steroids & a bunch of inhalers. Alopecia began shortly after implants installed in 1999. Heart attack like chest pains mostly on the left side but they are crippling & knock the breath out of pt. Horrible headaches that stab the entire head & neck for a few moments & then go away & then come back. Body rashes & inflammations around their torso & implants. Whenever pt gets sick, implants become inflamed. Breasts itched. Shedding of the skin, dandruff & itchy skin, scalp. Painful breasts that hurt to the touch all the time. Wrinkling, displacement, hardening & distortion of the implants. Pt has horrible cognitive problems especially short-term memory & recall of what pt wants to say. Memory loss. Recall & calculation problems or brain fog. Diagnosed with fibromyalgia & cfs that has become debilitating. Such a weakness of the arms that pt cannot even lift a pot to cook. Heavy painful periods. Strange hair growth on their body like a man but losing it from their head in clumps; hair dryness, thinning & breakage. Pt went from being constipated frequently to having loose stools daily. Extreme joint pain has gotten progressively worse. Irritable bowel & blood in stool 2002, 2003. Chronic fatigue has gotten progressively worse especially the past two years when suspected leakage of left implant began. Pt frequently has to miss work & sleep days away due to body pain & exhaustion. Loud cracking of all the joints in the body has gotten much worse this year in 2003. Headaches & neck aches entire time that have gotten progressively worse & are almost constant now. Life blood cell analysis in 2003 reveals fungus in the blood & bacteria. Lumpiness in chest & swollen/painful lymph nodes surrounding the implants have made pt drs recommend a mammogram, which pt cannot have adequately with the implants in. Swelling all over has gotten progressively worse especially the past two years when suspected leakage of left implant began. Exhaustion has gotten progressively worse. Tmj & myofacial pain entire time but has gotten progressively worse. Tingling in arms & legs almost like they are asleep but they are not since about 2001. Sores & bruises that do not heal for months & years even just from a scratch or simple bruise. Their body does not heal. Sjogren's syndrome & sicca syndrome, severely dry eyes, mouth, nose has gotten progressively worse. Raynaud's phenomenon has gotten progressively worse especially the past two years when suspected leakage of left implant began. Strange shivers all down their nervous system began about a year ago & happen several times daily. Difficulty swallowing & throat pain sometimes swollen lymph nodes around throat. Pt chokes on fluids almost every time pt drinks. Pt concentrates sometimes so pt does not choke & chokes anyways. Not the same with food, mostly liquids. Deep hoarse voice for about a year but it went away mostly once the thyroid medication was increased. Night sweats. Frequent low-grade fever. No sex drive. Hearing problems, like underwater. Implants growing large for a week or so & then getting normal again doing the same thing the opposite way. Just diagnosed with clarks nevis pre-skin cancer. Pt has seen over a dozen drs for all the complications listed above and had hundreds of thousands of dollars worth of medical tests run. Pt had the implants removed in 2003 and with the implants out pt is slowly getting better. Many symptoms have gone away and many are slowly improving.